Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
No telemetry, no magnet response, and no pacing were reported. Approximately six weeks prior, the device checked ok during telephone check. Device replacement planned. No patient complications have been reported as a result of this event.